Event description:
It was reported that the electrode migrated from the cochlea which was confirmed by imaging leading o a revision surgery. During the repositioning surgery, the firm electrode lead was encased by tissue on the upper mastoidectomy. Small movements of the tissue, caused by the surgical instruments, showed shifting movements on the lower part of the lead towards the posterior tympanotomy. No fixation clip could be used initially due to the anatomy. During the exposure of the implant bed, the outgoing lead was most likely damaged by the surgeon. Therefore, the user was reimplanted with a new device in the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode migrated from the cochlea which was confirmed by imaging leading o a revision surgery. During the repositioning surgery, the firm electrode lead was encased by tissue on the upper mastoidectomy. Small movements of the tissue, caused by the surgical instruments, showed shifting movements on the lower part of the lead towards the posterior tympanotomy. No fixation clip could be used initially due to the anatomy. During the exposure of the implant bed, the outgoing lead was most likely damaged by the surgeon. Therefore, the user was reimplanted with a new device in the same surgery.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a migration of the electrode out of cochlea. During the re-insertion surgery the device was inadvertently damaged. The reported damage was confirmed during device investigation. This is a final report.